Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that a recent remote transmission revealed a trend of high impedance on the right atrial (ra) lead. Subsequent interrogation at the emergency room noted an ra lead warning with undefined ra lead impedance. Lead fracture has been confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.